Manufacturer narrative:
The customer advised that there was no record kept of patient information for this case. Therefore, patient information is unavailable. The hospital biomed reported he blew the moisture out of the tubing and returned the unit to service.

Event description:
The hospital reported that, during a case, the unit was alarming concerning the flow sensors and mechanical ventilation was not available. Manual mode of ventilation remained functional. There was no reported patient injury.